Event description:
Patient presented with high lead impedance at a follow-up visit and was sent for x-ray images. The x-ray images were received and reviewed. The generator was located in the patients upper left chest. The connector pin could not be assessed for being fully inserted inside of the connector block due to the image quality. The filter feedthru were confirmed to be intact. The lead was observed in the patients neck and appeared to be routed toward the patients left chest. A strain relief bend and a strain relief loop appear to be present in the neck area, but due to the images provided it could not be assessed if it was placed per labeling. One tie down was present on the strain relief loop. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patients high impedance could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out. The patient then underwent a lead revision, but the explanted lead has not been received by product analysis to date.

Event description:
Lead analysis was completed and approved. During the visual analysis the -coil appeared to be broken at approximately 349mm. Scanning electron microscopy (sem) images performed on the coil break and breakmate show that pitting or electro-etching conditions have occurred at the break location. Other than the noted above conditions, the condition of the returned lead portion is consistent with conditions that typically exits following an explant procedure.

Event description:
The explanted lead was received but product analysis is still underway.